Manufacturer narrative:
THE PRODUCT WAS NOT RETURNED FOR ANALYSIS AS IT REMAINS IN SERVICE; THEREFORE, A TECHNICAL ANALYSIS COULD NOT BE PERFORMED. BASED ON A THOROUGH REVIEW OF THE REPORTED COMPLAINT, BOSTON SCIENTIFIC HAS ASSIGNED AN INVESTIGATION CONCLUSION CODE OF NO PROBLEM DETECTED.

Event description:
IT WAS REPORTED THAT THIS RIGHT VENTRICULAR (RV) LEAD HIGH OUT OF RANGE PACING IMPEDANCE MEASUREMENTS ABOVE 2000 OHMS. NO ADVERSE PATIENT EFFECTS WERE REPORTED. THIS RV LEAD REMAINS IN SERVICE.

Event description:
It was reported that this right ventricular (RV) lead high out of range pacing impedance measurements above 2000 Ohms. No adverse patient effects were reported. This RV lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.Supplemental: This report is being submitted to provide Patient ID.Device Technical Analysis: This product has not been returned to Boston Scientific, and as a result, laboratory analysis could not be conducted. Device History Record Review: No Serial/lot number was provided; therefore, a DHR Review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the Device History Record (DHR) Review.Investigation Conclusion: Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No Problem Detected.